Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (638mf0410/17100818) could not be advanced through the prowler14 microcatheter (details unknown). Withdrew the coil and it was found stretched. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has acom with a size of 4.9*3.8 mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit mini comp fill 4x10 tdl was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 34, 40 and 101cm from the proximal end of hub. The introducer was found zipped without damage. Part of the support coil was found outside of the introducer from the [proximal end and it was found with wave condition. The gripper and part of the embolic coil was found inside of the introducer the rest of the embolic coil was found outside of the introducer from the distal end and it was found stretched in knot condition. The gripper and the embolic coil were inspected under microscope through of the introducer. The embolic coil was found stretched in knot condition while the gripper presented no damages. The od from the delivery tube was measured and was found within specification. Actual hypotube od 0.0129¿ specification: 0.0130" (+0.0000 / -0.0005) . Actual body fusion od 0.0150¿ specification: max od 0.0156". The support coil od 0.0140¿ specification: max od 0.0156". The distal fusion cannot be measure due to it was found inside if the introducer. The functional test cannot be performed due to part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot 17100818 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿detachable coil delivery system (dcs) - impeded in microcatheter¿ could not be evaluated due to part of the support coil was found outside of the introducer from the proximal end. The failure reported by the customer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition noted on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place. Process and procedural factors appear to have contributed to have this damage. No corrective action will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: prowler14 microcatheter (details unknown). New coil (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (638mf0410/17100818) could not be advanced through the prowler14 microcatheter (details unknown). Withdrew the coil and it was found stretched. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has acom with a size of 4.9*3.8 mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.